Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems. The actual sample was not returned for evaluation. A retention sample from the same product code/lot combination was obtained for investigation. Initial visual inspection of the retention sample revealed no anomalies such as cracks or crazing. The sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660 mmhg and ran for one hour. No leaks were noted during this test. Although no issues were found with the retention sample, the complaint was confirmed due to known top housing crack issues with this specific product code/lot number combination. During other investigations of similar events, it was discovered that the leaks were from cracks in the top housing. The cracks were caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass, there were leaks from the distal end of the centrifugal pump where the outlet is attached to the pump resulting in a couple of drops of blood loss (less than 10 cc). Less than 10 cc blood loss. Product was not changed out. Surgery was completed successfully without delay.